Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/16/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a review of the pump black box data indicated multiple cs 054 call service alarms on the event date, which are consistent with sleep alarms and may cause the display screen to be blank for several minutes. The pump powered on properly with audible tones, vibration, and a fully functional, illuminated display screen. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and no evidence of moisture ingress or damage to the internal components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump display screen went blank during a routine site, infusion set, and cartridge change. The reporter allegedly removed and reinserted the battery multiple times with no change. The battery was replaced, and the pump emitted audible tones and vibration; however, the blank screen remained. The device history recorded two cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.